Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (abnormal shutdowns) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to an internal short on the computer/analog pca. The root cause for the internal c/a board short could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was abnormally shutting down.